Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery depleted rapidly than expected and tripped to eol. Boston scientific technical services (ts) verified and discussed that automatic capture (ac) was turned on which could account to the quick switch to end of life (eol). This pacemaker was explanted. No additional adverse patient effects were reported.